Event description:
It was reported to philips that the system was unable to boot up, stalling at start up screen. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.